Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it unexpectedly rebooting was confirmed. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device rebooted by itself unexpectedly. In this state, the device would be inoperable. There was no patient involvement associated with the reported event.